Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an alarming code 4222. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
D9: product returned 11-july-2024. H3: one device was returned in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found a peeled downstream occlusion (dso) seal. Event history log showed one system fault 42221 occurred. Customer's reported problem was not duplicated but found one system fault alarm 42221 occurred in the log. The cause of the reported problem as a printed wire assembly (pwa) malfunction. Replaced the pwa board and upgraded software. Device passed all functional tests after repair.